Manufacturer narrative:
Evaluation of the returned 3maxc confirmed the reported complaint. Evaluation revealed that the device was stretched and fractured on the distal shaft. If the device is retracted against resistance, damage such as this may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks on the distal fractured segment. This damage was likely incidental and may have occurred during snaring of the device during removal. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, the physician inserted the neuron max into the patient and then advanced the 3maxc into the target vessel. The physician then completed the first pass using the 3maxc. While removing the 3maxc, the physician experienced resistance and consequently, the distal end of the 3maxc broke off. Therefore, the physician used a snare device to remove the broken part of the 3maxc from the patient. The procedure was completed using a new 3maxc and the same neuron max. There was no report of an adverse effect to the patient.